Manufacturer narrative:
This report is submitted june 01, 2017.

Manufacturer narrative:
This report is submitted on december 19, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.